Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2016 with syncope and the inability to walk more than 20 feet without becoming dizzy and falling. The patient¿s lactate dehydrogenase (ldh) level was 654 u/l on (B)(6) 2016 and elevated to over 1200 u/l upon admission. The patient¿s inr goal was 2-3 and the patient was on coumadin and aspirin (asa) prior to admission. IV heparin was initiated upon admission for suspected pump thrombosis. An echocardiogram revealed that the patient had severely reduced native left ventricle (lv) function with an estimated ejection fraction of 10%. The right ventricle (rv) was dilated with severely reduced function. Mild to moderate continuous aortic insufficiency, mild to moderate mitral regurgitation, severe tricuspid regurgitation, and a large pleural effusion were observed. Inotropes were initiated due to the patient's rv dysfunction. It was reported that the patient also continued to deteriorate due to recurrent ventricular tachycardia and mexiletine and amiodarone were administered. On (B)(6) 2016, the patient expired. The pump remained in use throughout the patient's duration of support.

Manufacturer narrative:
The report of suspected pump thrombosis and elevated lactate dehydrogenase (ldh) level was confirmed based on the evaluation of the returned device; however, a correlation between the evaluation findings of the returned pump and the report of ventricular tachycardia, right ventricular failure, and patient outcome could not be conclusively determined. A large thrombus formation was found surrounding the outlet bearing ball and lodged between all three blades of the outlet stator. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its specific origin could not be conclusively determined. The areas of denaturation on the thrombus as well as the contact marks present on the outlet portion of the rotor and the outlet bearing cup indicate that the thrombus was present while the pump was operating; however, a duration of time for which it was present in the device could not be determined. Although the evaluation could not determine a specific cause for the development of the observed thrombus formation, it was obstructing the majority of the blood flow path through the outlet stator and could have contributed to the reported elevated ldh level. In addition, depositions of loosely clotted blood mixed with tissue-like clotted blood were found in the inlet tube, extending through the inlet elbow into the inlet stator, and in the outlet elbow. An additional deposition of loosely clotted blood was found in the graft attachment extending through the proximal end of the outflow graft. The unstructured depositions were not adhered to the blood-contacting surfaces and showed no evidence of denaturing or laminated layering. Furthermore, no contact marks were observed on the proximal end of the rotor body or the blood tube. The depositions appeared consistent with poor surface washing resulting from an interruption in flow. The specific cause of the flow interruption could not be conclusively determined; however, the depositions appeared consistent with blood remaining stagnant in the device after the pump was shut off following the patient's expiration. The depositions did not appear to have been present during pump support and likely would not have contributed to the reported event. Visual examination of the pump¿s bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. The instructions for use lists device thrombosis, hemolysis, right heart failure, and cardiac arrhythmia as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.